Manufacturer narrative:
A getinge field service engineer (fse) did not evaluate unit and responded only that unit is being used by customer. If additional information is received, we will reopen and update the complaint. H3 other text : service cancelled by complainant.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units monitor is not working.